Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving dilaudid at an unknown dose and concentration and an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that on (B)(6) 2017 at the first refill since the pump was implanted, the expected residual volume was 3 to 4 ml while the actual residual volume was 18 ml. The pump logs were checked and no issues were seen. The rep was planning on following up with the hcp and discuss the possibility of doing a dye study. It was noted that the patient felt like they went through withdrawal. The rep thought there was a combination of drug in the pump, but was not sure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. The patient reported the pump was implanted on (B)(6) 2016 and was not delivering medication. The patient reported their nurse came out to do a refill and pulled out almost all of the medication. The patient reported they went through withdrawals for 4-5 weeks during christmas time. This was noted as a gradual change in therapy/symptoms. No further complications were anticipated/reported.

Manufacturer narrative:
Product ID: 8709sc, (B)(4), product type: catheter. Please refer to regulatory report #3004209178-2018-07752 for information that was previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. The patient reported they were told when the pump was implanted the "c-segment was missing and the pump was not delivering medication." The patient reported they went back and had surgery to put the "c-segment in," which resolved the issue. It was reported that the revision took place in (B)(6) of 2017. No further complications were anticipated/reported. Please refer to regulatory report #3004209178-2018-07752 for information that was previously reported